Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient passed out and her mother called for an ambulance. The paramedics gave her two ¿glucagon¿ tablets (presumed to mean glucose tablets since glucagon is not given orally). They took her to the hospital, did a test (presumably checked her bg) and said she passed out due to her blood sugar being low. No information was provided about any treatment being given at the hospital. She went home and rested. At the time of the report she was at home and doing better. The mother did not know what the cgm reading was at the time this happened; she remembers that the bg was very low but doesn¿t remember the value. The mother stated she is unsure if the patient treated herself before passing out. The mother also indicated that the patient would continue to wear the sensor for days after getting inaccurate readings, including continuing to wear it when inaccurate after trying to calibrate it multiple times in a day or over a couple days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.